Event description:
User experienced a leak from the analyzer. No pt samples were involved. No operators were harmed. The field service representative determined the water bottle caps were leaking and replaced the caps with ball stopcocks and o-rings.